Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge and infusion set tubing became disconnected at the t:lock after the customer sat on it. Reportedly, customer was using off-label insulin. Customer's blood glucose level was 224 mg/dl. Reportedly, a new infusion set was loaded to address the issue.